Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements. Upon review, it was discussed physiologic root cause. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is to continue to be monitored this rv lead. At this time, this rv lead remains in service and no adverse patient effects were reported.